Event description:
Reporter indicated a vns patient presented with "vocal cord paralysis (paresis)". Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Results - vns therapy system labeling lists left vocal paralysis as a potential adverse event possibly associated with surgery or stimulation.